Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had an ap optical sensing module failure. The unit was swapped out to continue therapy. There was no harm reported to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the fiber optic assy to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.